Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt clearvue catheter with a stiffening stylet and flushing hub inserted was returned for evaluation. An initial visual observation showed use residue on the stylet within the catheter, especially near the distal end of the catheter. The catheter was flushed with a 12 ml syringe of water and was found to be patent to infusion and aspiration. The catheter was then pressurized and a leak was observed proximal to the valve. A microscopic observation revealed a split in the catheter approximately 2.4 cm proximal to the distal tip of the catheter. The edges of the split were observed to be jagged but mostly smooth. Abrasions were observed on the catheter surface near the split and, just distal to the split, additional, superficial damage was observed. The catheter was dissected in order to inspect the interior wall of the catheter; however, no additional damage was observed. While the exact cause of the observed damage is unknown, possible contributing factors include instrument damage and damage during handling, manipulation, and use. A lot history review (lhr) of recn0711 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that liquid leakage was found when the nurse unpacked the package for catheter flushing. On 06/4/2019- returned sample showed evidence of use and a hole in the catheter.